Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event of infection. As received, a partial lead was returned in three pieces. Visual inspection of the lead found internal insulation abrasion breaching one of the cable lumens of the middle portion. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturing reference number: 2017865-2021-30710. It was reported that the patient presented for extraction of the right atrial and right ventricular leads due to infection and presence of vegetation. The leads were explanted. The patient was in stable condition.